Manufacturer narrative:
One device was returned for investigation. It was reported that a ¿not locked¿ alarm was displayed while the device was locked, and the reported issue was confirmed. The root cause of the event was an anomaly in the component (the latch sensor circuit), and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported from japan that a ¿not locked¿ alarm was displayed while the device was locked. It is suspected that the "not locked" alarm is referring to the cassette not attached alarm. Per reporter, the event occurred before patient use at the facility. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.